Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the peeled adhesive around light guide lens and objective lens and the gap in adhesive area between forceps elevator wire and distal end was traced to component failure and most probable cause of foreign material in air/water cylinder, air/water tube and on forceps elevator wire could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had peeled adhesive around objective lens, light guide lens and also had foreign material in air/water tube, air/water cylinder and on forceps elevator wire. There was a gap in adhesive area between forceps elevator wire and distal end there was no patient involvement.